Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance (pm) program, the device was regularly serviced and was successfully verified before as well as after the treatment day. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues when starting up the device initially. The logfile shows that the user performed one energy check and performed twenty-six treatments without further energy check on that day. The user must perform an energy check manually at least after one twenty minutes. This is however unlikely to have contributed to the reported event. The logfile shows twenty-five successfully performed treatments and one treatment that was aborted, which could be identified as the one concerned by this complaint. This treatment was aborted by the device during bed cut. At this point, the treatment was only ninety-three percentage complete. No relevant deviation between planned and performed energy is detectable for the reported treatment and the user operated within the recommended energy settings. The thickness of the flap was that is thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. After the reported treatment, the user performed a vacuum check which was concluded successfully, and four further treatments were completed without issues. The root cause could not be identified during logfile review. No sample is expected to be returned to product for evaluation and the investigation is concluded without identifying the root cause of the reported event. The root cause for the customer's complaint could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that error message (high internal pressure) was displayed, bed cutting was not completed and the laser automatically stopped and the vacuum was lost in the left eye of a patient during lasik surgery.